Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to having a seizure and hyperglycemia. The patient's blood glucose levels reached over 950 mg/dl; patient's daughter reported this was due to being unable to reset the patient's personal diabetes manager. Details of medical treatment were not provided by daughter and patient remained hospitalized at the time of reporting.